Manufacturer narrative:
Device manufacture date: june 13, 2016 ¿ june 15, 2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and results were found within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that under-infusion was observed with a large volume infusor. This occurred before use. There was no patient involvement. No additional information is available.